Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2010. The patient was revised due to unknown reasons to replace the magnum head and taper insert. Subsequently, the patient underwent a second revision procedure on (B)(6) 2014 due to elevated ion levels and a loose cup. The cup, taper adapter and head were removed and replaced with a biomet head and a competitor's cup.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, it states: "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." And ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 3 mdrs filed for the same event (reference 1825034-2015-00045 / -00046).